Manufacturer narrative:
(B)(4). The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a laparoscopic sleeve procedure, the anvil was very loose and seemed weird; it was never used. The case was completed with another device of the same product code. There were no patient consequences reported.